Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d204trm implantable cardioverter defibrillator (B)(6) 2012; 6947m62 implantable tachy lead (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged due to the patient's large vein anatomy. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.